Event description:
Customer reported a past high blood glucose event, with the specific level unknown but displayed as 'high.' Cause was not known. The customer took corrective action by administering a correction injection and consulted a healthcare professional to discuss potential factors affecting their blood glucose levels, ultimately declining further assistance from customer support.